Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system was recently implanted with a left ventricular assist device (lvad) system. As a result, there was low-level noise present that was attributed to the lvad. Additionally, low amplitude r-waves and with undersensing was observed since the lvad was implanted, resulting in inappropriate shocks and anti-tachycardia pacing (atp). Technical services (ts) discussed troubleshooting/programming options or considering possible lead revision. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.